Event description:
The dr was unable to insert the iab into the flexisheath. (Event complications: none from the event - reported 10/30/97.) (Pt's current status: unk - rpt'd 10/30/97)

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely folded. The flexisheath was noted to be in place over the folded membrane. No kinks were noted in the sheath. Kinks were noted in the inner lumen near the catheter/membrane junction. It was not possible to advance the iab through the sheath due to the condition of the inner lumen. The reported difficulty was verified. Probable cause of difficulty: in general, difficulty advancing the iab into the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. The catheter and/or inner lumen kinked during insertion if the balloon was not supported by a guidewire. The catheter was held too far back from the site of insertion. The flexisheath catheter introducer product was never distributed in united states but has been in limited distribution internationally. The flexisheath catheter introducer product has been recalled.